Event description:
It was reported that "pt had initial surgery (B)(6), 2008. Revision surgery was (B)(6), 2011. When the rods and set screws were removed, the tulip heads had popped off the shank of the screw and rode down the shaft of the screw. All the screws had to be removed and the pt needed to be reinstrumented."

Manufacturer narrative:
Additional info has been requested and if made available, will be reported in a supplemental. Method, result, and conclusion will be made available following engineering eval.